Event description:
As reported, the 4mm10cm saber percutaneous transluminal angioplasty (pta) balloon ruptured at 8atm during the first inflation while in the superficial femoral artery lesion (sfa). There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU), with no difficulties encountered when removing it from the hoop, the protective balloon cover, or the stylet and sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped per the instructions for use (IFU), maintaining negative pressure during preparation. The lesion was mildly calcified, with mild vessel tortuosity and 90% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction when inserting the balloon through the rotating hemostatic valve or advancing the balloon catheter through the vessel. There was also no difficulty crossing the lesion with the balloon catheter, and the catheter was never in an acute bend, nor did the balloon catheter kink while being used. The device was discarded.

Manufacturer narrative:
As reported, the 4mm10cm saber percutaneous transluminal angioplasty (pta) balloon ruptured at 8atm during the first inflation while in the superficial femoral artery lesion (sfa). There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU), with no difficulties encountered when removing it from the hoop, the protective balloon cover, or the stylet and sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped per the instructions for use (IFU), maintaining negative pressure during preparation. The lesion was mildly calcified, with mild vessel tortuosity and 90% stenosis. The device was not used for a chronic total occlusion (cto). There was no resistance or friction when inserting the balloon through the rotating hemostatic valve or advancing the balloon catheter through the vessel. There was also no difficulty crossing the lesion with the balloon catheter, and the catheter was never in an acute bend, nor did the balloon catheter kink while being used. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported calcification, tortuosity, and stenosis of the superficial femoral artery lesion (sfa may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.